Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter printed circuit boards (pcbs), and uploaded the software to the latest revision. The ventilator passed all testing and operates within the manufacturing specifications.

Event description:
It was reported stating that a ventilator generated a "loss of communication" issue. There was no patient involvement.